Manufacturer narrative:
Engineering evaluation: the complaint as reported is consistent with the findings during engineering evaluation. The breakage found on the distal shaft is consistent with the reported circumstance of difficulty withdrawing the device. The observed single fiber is also consistent with the noted difficulty. The root cause of the reported failure mode could not be established with the available information. Emdr section h6, codes d15, d1002 updated to reflect results of investigation. Updated d8/d9.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: the patient had undergone an endovascular treatment to implant the bare metal stent (misago) in the right superficial femoral artery before. On (B)(6) 2024, the patient underwent an endovascular treatment of a pseudoaneurysm which occurred after a bare metal stent implantation using gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). There was resistance during the deployment of the vsx device, but the physician attempted to continue the deployment of the vsx device. However, the vsx device was not able to be deployed. Then, when the shaft of the vsx device was attempted to remove and it was pulled, the shaft was broken. The broken and separated shaft was not retrieved and it remains in the patient body with caught on the bare mental stent. A f-p bypass was created instead of the implantation of the vsx device. The physician stated that the deployment line caught on the bare metal stent.